Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm several days prior to the call and on the day of the call. The customer was unable to troubleshoot as they did not have the insulin pump available at the time of the call. Blood glucose level was not provided. The insulin pump will not be replaced or returned for analysis.